Event description:
Procedure performed: hysteroscopy d&c & endometrial ablation & pap smear, laparoscopy left oophorectomy. Event description: "snapped during entry, with minimal force (per surgeon) . Broken segment became lodged inside patient. Trocar remained intact". Additional information received from user facility via email on 7 august 2019: dr. [Name] continued to look for the segment laparoscopically until it was found and removed. The patient's current status is stable, discharged. The lot number of the product is 1317273. The name of the procedure is hysteroscopy d&c & endometrial ablation + pap smear, laparoscopy left oophorectomy. Type of intervention: segment was found and removed. Patient status: stable, discharged.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hysteroscopy d&c & endometrial ablation [] & pap smear, laparoscopy left oophorectomy. Event description: "snapped during entry, with minimal force (per surgeon) . Broken segment became lodged inside patient. Trocar remained in tact." Additional information received from user facility via email on 7 august 2019: dr. [Name] continued to look for the segment laparoscopically until it was found and removed. The patient's current status is stable, discharged. The lot number of the product is 1317273. The name of the procedure is hysteroscopy d&c & endometrial ablation [] + pap smear, laparoscopy left oophorectomy. Type of intervention: segment was found and removed. Patient status: stable, discharged.